Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the home choice (hc) during dwell. The home patient (hp) stated he didn't press stop on the hc or close their clamp off on the patient line and just disconnected to use the restroom. The technical service representative (tsr) then explained to the hp the proper disconnect procedures. The hp would start over with all new supplies. There was patient involvement but there was no injury or medical intervention. Baxter contacted the nurse on (B)(6) 2011. The nurse stated the following: the event had not been reported and as far as she knew the patient was doing fine with therapy. The nurse stated the patient probably just forgot about the proper technique when disconnecting. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer, therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA: (B)(4). The label review found the labeling adequate for the use error in this complaint. The complaint was confirmed and the cause was determined to be use error as the patient disconnected from the set.